Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. The cause for the failure was isolated to contamination on the j1005 connector on the ca board. The root cause of the contaminated j1005 on the ca board is liquid ingress of an unknown contaminant.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor response button.

Event description:
A us distributor reported that a patient's monitor response buttons were non-functional.